Manufacturer narrative:
Device evaluation: one cadd legacy 1, mdl 6400 was returned for analysis in used condition. Visual inspection showed the pump was in good condition and had only a scratched screen. Functional testing involved powering up the device, the moment the pump was powered up the double beeping started. The investigation determined the downstream sensor was the cause of the reported issue. The downstream sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was constantly beeping.